Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for no n-malignant pain and failed back surgery syndrome. It was reported that the rep was unable to program around high impedances. It was stated that impedances were high on 6 out of 8 contacts. The patient had a surgical consult scheduled for (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-aug-12. It was reported that a revision, including an implantable neurostimulator (ins) replacement, was scheduled for (B)(6) 2019 and the patient did not want a new paddle lead. The rep also reported that the patient wanted to use the ins again as they were in terrible pain since they haven't been able to use it for a while due to the impedance/battery issues. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that there was nothing wrong with the ins. The ins was approved for replacement since a lead revision was being done. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the issue was unknown. No further complications were reported.